Event description:
Handle fell out of light and hit table. No injuries occurred.

Manufacturer narrative:
Light was in use when the handle fell from the center of the light. The light is over five years old and cause of incident is most likely due to improper maintenance and excessive wear and tear. The documented life of the device is five years. No injuries occurred and no one was involved in the incident.